Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging lung disease. No other clinical information or medical interventions were reported. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected. During the evaluation, no findings were observed. There was no error code found.